Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failed on main drawer 2.6, hardware was failed to access. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 1, 2 and 3 on the main were not detected on bus. A field service engineer (fse) had confirmed that the customer had previously reported problems with drawer six and that it had come unplugged. The fse suspected that user had plugged it back in with the power on. Through a process of elimination, user isolated the problem to the drawer six controller board and replaced it. The system functioned as intended after the field service engineer repaired the device.